Manufacturer narrative:
A replacement side rail was sent to the facility to repair the bed.

Event description:
Information received indicates the left head side rail has a broken weld at the lower pivot which does not allow the side rail to latch.